Event description:
Rptr experienced asthma like symptoms for several months. She was diagnosed by an allergist, as having severe case of type I hypersensitivity to latex products. Rptr can no longer work as a paramedic.